Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cables for the pcoip were reseated without resolution as the camera cart cycled power after ten minutes. The pcoip was then replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while performing calibrations for a medtronic imaging system, it was reported that the camera cart monitor of the navigation system would display the network connection was lost. After a minute or two, the pcoip boot screen would appear and the display would restore to intended functionality. It was reported that the issue did not affect psu functionality. Additional troubleshooting found that the camera cart would cycle power after seven to ten minutes of use. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The pcoip of the navigation system was returned to the manufacturer for evaluation. Testing found that the cable would boot cycle multiple times while being used. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.